Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure both the table top illuminator and auxiliary illuminators went out. The case was completed using an alternate system.

Manufacturer narrative:
The customer reported that both the tabletop and auxiliary illuminators went out during surgery with the system. The system also displayed system messages (sm) - ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ and sm - ¿the lamp in the auxiliary illuminator needs to be replaced. Please contact field service¿. The surgery was completed by using another system. There was no reported patient impact. The company service representative examined the system and found several lamp related sm¿s through the event log, but was unable to replicate the reported events. As a preventive measure, the illuminator module and two xenon lamps were replaced. The system was then tested and met all product specifications. The system was manufactured on november 8, 2013. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).